Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2024, it was reported by a sales representative via sems(B)(4) that an ar-9601 glenoid scrapette broke it and cracked apart. This was a result of wear and tear.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9601 serial/batch number 6402211102 was received for evaluation. Functional testing was not performed due to device being damaged. A visual inspection revealed that the cutting hook is broken, which has deformed the geometry. The reported condition is most likely caused by overstressing a device damaged naturally and inevitably due to normal wear or aging.